Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via 7fr sheath after an artherectomy procedure. Reportedly, after suture placement, the lever could not be pushed down completely and the foot did not return to its original position. Manual arterial compression and pressure bandage was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returning for analysis. Subsequently, the device is not returning for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returning for analysis. Subsequently the device was returned for evaluation. (B)(4). The device was returned for analysis. The reported foot retraction issue was confirmed based on the condition of the returned device. In addition, analysis of the retuned device found a posterior foot break. The detached foot was not returned with the proglide device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to user error and the treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.